Event description:
During routine testing of the defibrillator, the user found that it would appear to fire, but would not actually deliver any energy. There was no pt involved. The problem was a broken foil on printed circuit board assembly 590263. The cause of the broken foil could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.